Event description:
Patient reported "daily pain with the lumps of silicone under my armpit" and "pain worsens on any enhanced movements." Healthcare professional reported right side "grade iii capsule." Device has been explanted and replaced.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿ lump/nodule : unable to observe since it is a medical event and is not related to the device. ¿ silicone migration : unable to observe since it is a medical event and is not related to the device. ¿ rupture : no observed on the device. ¿ pain: unable to observe since it is a medical event and is not related to the device. ¿ anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ deformation observed on the device. ¿ wear abrasion observed on the device. ¿ yellow particles observed on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported "daily pain with the lumps of silicone under my armpit" and "pain worsens on any enhanced movements." Healthcare professional reported right side "grade iii capsule." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration.

Event description:
Patient reported right side "casings of the implant are breaking down", "lumps in my breast", and "silicone in my lymph nodes". The device remains implanted.